Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during a device change out due to eol, externalized conductors were noted on the rv lead. No electrical anomalies were detected. The lead was capped and replaced. The patient was in good condition following the procedure.